Manufacturer narrative:
The extensions have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient experienced a sudden loss of stimulation in the right leg and pain and burning at the implantable neurostimulator (ins) site. An x-ray indicated that the extensions were disconnected from the ins. The extensions were replaced. The operative note described the extensions as "completely twisted and broken". There was reported to be no patient injury. The patient recovered without sequela.